Manufacturer narrative:
The analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented to have the right atrial lead replaced due to high lead impedance. It was believed that there was lead fracture, which caused the high capture threshold. It was noted during the procedure, that the stylet was unable to fit all the way down to the tip of the lead. The lead was explanted and replaced successfully; and the patient was stable before, during and after the procedure.